Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bed is bent somewhere in the middle. The springs were the cause of the issue.